Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The investigation into this event is still being carried out. A follow up report will be submitted with the investigation conclusions.

Event description:
During removal of the stent it at least partially uncurled in the kidney end but then appeared to unravel in the middle. After debating about appropriate action, the urologist attempted to continue to pull on stent with graspers and it did release and come out with no part left behind. On inspection, the inner wire of the stent had snapped and the middle section of coils were elongated. Both curls remained in tact and no part was left behind. The replacement metal stent (rms-060024-r) was placed with no further incident.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. 1 x rms-060024-r of unknown lot number was returned to cirl for evaluation. During the lab evaluation it was noted that the stent was returned partially unravelled and the inner wire was broken. There was discolouration on the stent prior to the point of unravelling which is a sign that the stent may have been caught on the anatomy at two points; this may have resulted in a build up of pressure causing the inner wire to break upon removal. As the exact usage conditions could not be replicated in the laboratory setting, it was determined based on the information, images provided and evaluation of the device, that the damage to the stent can be attributed to the use of excessive force during stent removal with forceps or snare. However, a definitive cause of this complaint could not be determined. The customer complaint was confirmed as the device in question was returned partially uncoiled with the internal drive wire broken. Prior to distribution all rms-060024-r devices are subjected to visual inspection and functional checks to ensure device integrity. A 100% stress test is performed on the stent. This stress test is also confirmed. From the lab evaluation of the returned device, it appears that the internal wire was broken by exerting excessive force during removal from the patient. Under normal circumstances the force needed to break this wire would be quite high. The instruction for use (IFU) warns against this in the ¿instructions for use¿ section: ¿the stent may be removed using conventional cystoscopic techniques utilizing forceps or graspers. Note: do not force components during removal or replacement. Carefully remove the components if any resistance is encountered¿. As per the IFU for this device family the¿ intended use¿ is for the ¿temporary stenting of the ureter;¿ as per the ¿warnings¿ section of the IFU ¿these stents are not intended as permanent indwelling devices. The stent must not remain indwelling more than twelve (12) months.¿ as noted in the IFU ¿potential adverse events¿ section ¿ potential adverse events associated with indwelling ureteral stents include: stent degradation/fracture. The manufacturing records of the device involved in this complaint could not be reviewed as the lot numbers of the complaint devices were not provided. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up is being submitted to provide investigation conclusion details. During removal of the stent it at least partially uncurled in the kidney end but then appeared to unravel in the middle. After debating about appropriate action, the urologist attempted to continue to pull on stent with graspers and it did release and come out with no part left behind. On inspection, the inner wire of the stent had snapped and the middle section of coils were elongated. Both curls remained in tact and no part was left behind. The replacement metal stent (rms-060024-r) was placed with no further incident.